Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Troubleshooting was performed. It was advised to check the contacts on the battery cap for damage, or missing, and found no damage or missing of the battery cap contacts. It was advised to insert a new aa battery; however, the display has not returned after the pump restart. No harm requiring medical intervention was reported. The customer will discontinue using the device and it will be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump booted up once installing aa battery, no blank display noted. The pump passed the displacement test, active current test, and self test. The pump failed the sleep current test. Test p-cap locked properly into the reservoir compartment. No battery alerts noted during testing. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. Pump alarmed a failed battery test on 03/20/2023 at 12:40:06.000. Pump alarmed a low battery alert on 03/20/2023 at 12:16:00.000 and was expected. Pump alarmed two power loss alarms on the event date of 03/20/2023 at 12:51:18.000 and 12:51:29.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly (pcba 1 and pcba 2), force sensor, and motor. The following were also noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, corroded battery tube, and corroded battery tube spring. Blank display was not confirmed during testing. High sleep current measurement was confirmed due to moisture damage on the electronic assembly, force sensor, and motor. Moisture damage was confirmed found on the battery tube, the electronic assembly (pcba 1 and pcba 2), force sensor, and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.